Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the patient's legal representative that the patient had an arthrex ar-2653cl clavicle plate (lot 6791442) implanted. On or around (B)(6) 2019 the patient noticed pain, redness and a lump inher clavicle. She proceeded to the emergency room where x-rays were taken demonstrating the plate had broken. The plate was subsequently surgically removed on or around (B)(6) 2019.